Event description:
This is one of three similar reports. See also MFR#2028159-2003-00056 and 2028159-2003-00057. Reporter noted a corneal burn at the end of the procedure. The surgeon stated that two pts would not self-seal and required suturing. Prognosis for all three was reported as good.